Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist sent a f/u letter and reviewed the customer care advocate's (cca's) documentation. The cca replaced the pt's one touch ultra2 meter, and test strips. In 09, the pt complained that her blood glucose results had not corresponded with how she felt since about 19 days prior. The customer did not provide specific details. The pt alleged that she was dizzy with palpitations before testing at 11:30 pm a day prior, result(s) 173 and 235 mg/dl. The time frame between when symptoms started and testing was not provided. The pt self treated with four 4 gm glucose tablets. It was not clear if the pt self-treated after testing or before. When asked what the pt did regarding diabetes mgmt as a result of the alleged issue, the pt responded, "increased medication". The pt did not state which medication she allegedly increased and if she had been increasing medication since the initial experience, and also increased it after obtaining the results at 11:30 pm on the day of event. The pt's regime is levemir, 53 units night and 30 morning; 60 mcg injection symlin twice a day; and 100 mg glucophage twice a day. Reportedly, the test strips and meter were high out of range with control solution. The pt reported that she felt dizzy and had palpitations after obtaining inaccurate results and taking more medication. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.